Event description:
It was attempted to treat a mildly calcified lesion with both a 3.5x12mm and 3.5x18mm resolute integrity drug eluting stent system. It is reported that struts on the stent were lifted and the device became unusable. No clinical patient sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). (Root cause not determined). No results available since no evaluation was performed. Evaluation conclusions: known inherent risk of a procedure (stent deformation). (Root cause not determined). Unable to confirm complaint. (B)(4).